Event description:
Follow up information received from the manufacturer¿s representative reported that the patient was placed in antibiotics but it was unknown which one. Also, the date the symptoms of infection began was not known.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing signs of infection at the battery site. The patient was placed on antibiotics and had another appointment scheduled for (B)(6) 2017. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.